Event description:
It was reported that during an in-clinic check, the device was found to have exhibited several episodes of non-sustained right ventricular over-sensing due to post-paced t wave over-sensing. Programming changes were made to resolve the over-sensing. There were no adverse health consequences, the patient was stable.